Manufacturer narrative:
The device has been received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4). No files attached.

Event description:
Report received from (B)(6) stating that the cutter comes off during rotation. It was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.